Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user with a history of partial endogenous insulin production experienced recurrent low blood glucose while using the ilet bionic pancreas, pausing insulin delivery preemptively and subsequently reducing the bodyweight setting per clinician guidance; the device provided low-glucose alerts, and the user self-treated lows with oral carbohydrates. Symptoms included hypoglycemia with a reported nadir of approximately 65 mg/dl. Outcomes included no need for external assistance and no professional medical intervention beyond routine consultation. Investigation included complaint review, troubleshooting, and user education. Investigation of this case revealed an unclear cause of hypoglycemia in the setting of perceived pump responsiveness and recent improved insulin sensitivity after transition to pump therapy. It was concluded that the event involved hypoglycemia with indeterminate root cause and that user-specific parameter adjustments and education were provided.